Event description:
Uncertain dose administrated/ afraid about not receiving a full-dose/21 doses instead of 25 doses, no ae [incorrect dose administered] local injection site reaction (rounds that expand) [injection site reaction] limb pains that were intense [pain in extremity] acid reflux [gastrooesophageal reflux disease] loss of appetite (like a knot in stomach) [decreased appetite] case description: this spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint, concerned a xx-year-old female patient of unknown origin. Medical history included being likely to experience hematoma and drop in blood pressure. Information regarding concomitant medications of the patient was not provided. The patient received teriparatide (rdna origin) injection (forsteo) 600 ug, via a pre-filled pen, (unknown dose, route, and frequency),for the treatment of osteoporosis, beginning on 03-aug-2024. On an unknown date and time, during application of teriparatide, the pen was getting jammed at mi-pen (unspecified) and the patient was afraid about not receiving a full-dose (product complaint number 7432121; lot number d673787j) . She realized that she only used about 21 doses instead of the 25 doses injected (considered as incomplete dose administered). The patient was using the following needles: bd microfines ultra pro four millimeter (mm). Also, on an unspecified date and time, she experienced local injection site reaction (rounds that expanded which were unspecified) that did not last, limb pains that were intense but did not last, acid reflux, and loss of appetite which was described as knot in the stomach. Information regarding corrective treatment was not provided. Outcome of injection site reaction was fully recovered on an unknown date, while the outcome for the remaining events was not provided. Status of teriparatide therapy was unknown. The operator of the device was the patient and her training status was not provided. The general device duration of use and the suspect device duration of use was not provided. The action taken with the suspect device was unknown and its return status was not expected. The initial reporting consumer related all of the events with teriparatide drug while not provided for the suspect device.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.